Manufacturer narrative:
H6 codes b01, c19, d14: engineering evaluation: evaluation of the returned device indicates device returned partially within a 10f labeled cook introducer sheath. The device was attempted to be removed from sheath during engineering evaluation, however, it was unable to be advanced through or withdrawn from sheath. Observable regions of the device revealed the knob was detached from the hub and loose deployment line was observed exiting the hub and exiting the tip of the introducer sheath. A region of the distal end row of the endoprosthesis was visible just outside the tip of the introducer sheath. Investigation conclusions: the reported primary failure mode, concerning viabahn® device stuck in sheath, is consistent with the condition of returned items. The viabahn® device was returned within a labeled 10f cook introducer sheath and was rendered immovable during evaluation. The IFU contains sizing information on device compatible accessory selection, including a statement indicating the 13 mm diameter viabahn® device is not compatible with the 10 fr cook® flexor® check-flo® sheath. It is likely the 10f cook sheath returned is incompatible with the device reported in this complaint; however, the sheath model could not be independently confirmed in the absence of further device labels. Therefore, the root cause of the primary failure mode could not be established with the available information. The initial report was sent in abundance of caution. The reported event of the device "stuck inside the introducer sheath" does not meet the requirements for a reportable malfunction and/or reportable serious injury, there was no report of patient harm and another device could be implanted successfully. Therefore this event is considered not reportable and is being retracted. Based on the investigation there is no information from the incident description or the device evaluation, that suggests deployment line breakage. The device evaluation results do not qualify the incident as a reportable malfunction because the deployment line was observed to be loose outside of the hub, but it did not fully detach. The incident may not directly or indirectly led nor might have led nor might lead to death, temporary or permanent serious deterioration of a patient's state of health, if it was to recur.

Manufacturer narrative:
A2, a3, a4: age, gender and patient weight were requested, but not provided due to general data protection regulation (gdpr) limitations. B5: the date of the procedure was not provided due to gdpr limitations. H6 codes b14, c19: a review of the manufacturing records indicated the device met pre-release manufacturing specifications. H3 other; h6 codes b01, c19: the engineering evaluation report details observations made directly on the returned device in addition to device photos captured during evaluation. The reported failure mode of device stuck in introducer sheath is consistent with the findings during engineering evaluation. The root cause of the reported and observed failure mode of device stuck in introducer sheath could not be established with the available information.

Event description:
The following information was reported to gore: on an unspecified date, a patient underwent an endovascular procedure, where a gore® viabahn® endoprosthesis with propaten bioactive surface (viabahn device) was intended to be implanted in the iliac artery for the treatment of aneurysm. The physician used a 10 fr introducer sheath (unknown manufacturer). The viabahn device (13mm/5cm) got stuck inside the introducer sheath during insertion. The introducer sheath was then pulled out with the viabahn device inside. Anothter graft (unknown manufacturer) was placed through a larger introducer. As reported, there was no harm to the patient. The physician suspected that high resistence in the pullback of the releasing mechanism could have caused this.

Manufacturer narrative:
A1: no patient specific details have been provided. Therefore, the patient identifier reflects the case number. A2, a3, a4: age, gender and patient weight were requested, but not provided yet. C1: cbas® heparin surface incorporates carmeda heparin manufactured from heparin sodium api, which is covalently bound to the device surface and is essentially non-eluting. H6 codes b14, c21: the serial number remains unknown as of now, therefore, a review of the manufacturing records could not be performed yet. H3 other; h6 codes b22, c21: the medical device is arranged for return to gore for further product evaluation. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The following information was reported to gore: on an unknown date, a patient underwent an endovascular procedure, where a gore® viabahn® endoprosthesis with propaten bioactive surface (viabahn device) was intended to be implanted for the treatment of an unknown etiology. The physician used a 10 fr introducer sheath (unknown manufacturer). The viabahn device (13 mm/5 cm) got stuck inside the introducer sheath during insertion. The introducer sheath was then pulled out with the viabahn device inside. As reported, there was no harm to the patient. More information was requested, but not received yet.